Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the drill is rounded off at both ends of the device. The device also has multiple burrs and gouges in the metal. The instrument was manufactured in 2007, and exhibits significant signs of wear/usage. A clinical evaluation and confirmed per complaint details, there was no patient involvement and devices need replacement due to "wear and tear". Per the product evaluation, the devices were manufactured in 2007 and visualization supports the complaint. Since there was reportedly no patient involvement, no further medical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the device was wear and tear. There is not a patient involved in the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Initial reporter name and address: information was corrected.